Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned warmer found a broken airport fitting and missing orange plug. Event history log review was not applicable. Functional testing was performed by installing f-30 gas/vent filter and powered on device. Performed all air detector functional checks the reported problem was unable to be duplicated. The root cause was unable to be determined. Replaced the sensor as a preventative measure.

Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 switch on air alarm and clamp not activating. Brand new unit. Never used on patients.